Manufacturer narrative:
The original initial report was filed under asr# e2002003 on 2017-07-31 and at the time of filing follow-up reports, asr was discontinued. The initial is being resubmitted through emdr. Device evaluation summary: a service engineer (se) inspected the device and replaced the controller printed circuit board (pcb). The ventilator passed all required testing, operated within medtronic specifications and was returned to the customer. A controller printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; the diagnostic logs were reviewed and functionality testing was performed. When the test ventilator was powered on it failed the power on self-test. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a pb740 ventilator, an alarm was generated and the safety valve open led lit up. The device went into a state as if it was turned off, but then started operation again. The device was replaced with no patient harm.

Manufacturer narrative:
Product analysis: a controller printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; the diagnostic logs were reviewed and functionality testing was performed. When the test ventilator was powered on it failed the power on self-test. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. Initial report was submitted under asr# e2002003 on 2017-07-31. If information is provided in the future, a supplemental report will be issued.